Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that the one infusion set was fell off during use on 09-jun-2024 and infusion set is used for 1 day. No further information available.